Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that after waking up from the procedure, she immediately experienced pain which gradually increased and she was in absolute agony for 12 hours later. The patient reported that the doctor told her that she had trapped wind and she was told to get up and walk which the patient explained to be unbearable. The patient experienced diarrhea for two days. The patient was provided pain killers. The patient also reported experiencing urinary tract infections. The patient returned to her doctor for a cystoscopy and it was found that the mesh had eroded though the bladder. No additional information is available.